Manufacturer narrative:
Concomitant product: ethicon gynemesh/gynemesh ps: (B)(6) 2008. As requested by the FDA, we have made note of the product code. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted.

Event description:
The patient was reportedly implanted with a unspecified cook surgisis product on (B)(6) 2010 and an ethicon gynemesh/gynemesh ps on (B)(6) 2008 at (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.